Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassette was visually inspected. The aspiration chamber on the cassette pinch plate was cracked in a straight line shape. A submerge leak test was performed on the cassette. No leakage was observed. No system message appeared on the console when the cassette was inserted into the fluidics module. Testing on the sample was not performed to avoid the console being broken. The root cause of the customer's complaint could not be established. It is not possible to determine at what point the crack occurred on the pinch plate of the cassette. After an investigation of this complaint, it has been determined that no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was water leaking from the cassette when priming. The product was replaced with another one and the procedure was completed. There was no patient involvement.